Event description:
It was reported that the patient experienced partial pocket erosion. The whole system was explanted and replaced on the right side. The patient was in stable condition.

Manufacturer narrative:
Final analysis was normal. No anomalies were noted.